Event description:
It was reported that while using panel phoenix nmic-311, no mic results were obtained by the laboratory personnel. There was no report of patient impact. Customer problem: customer reports invalid ast panels and errors for panels.

Manufacturer narrative:
H.6. Investigation: this complaint is for panel errors when using phoenix panel nmic-311 (449452) batch 0210506. The customer did not provide lab reports, isolate returns, or panel returns for investigation. To investigate, five retention panels from the complaint batch were poured with broth and placed in a phoenix m50 instrument. No well fill failures were observed at the time of pouring and no error messages were observed during the run. Additionally, two retention panels from a different batch, but same catalog number were tested using qc isolates of escherichia coli (a25922) on a phoenix m50 instrument and evaluated for all mic results and instrument error messages. The two panels tested did evaluate for all mic values and no error messages were observed by the end of run. Due to the satisfactory investigation, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch.   A review of complaints revealed one additional complaint for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. The following are guidelines to help minimize phoenix ast issues: ø media selection: isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. Ensure quality of vendor selection for plated media. Variations in formulations may impact results. ø culture handling: cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. For qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). ø mcfarland preparation: use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. Ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. Prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. Ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. Confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. Use bacterial suspensions within 60 minutes of preparation. ø panel preparation panels should be used within 2 hours of removal from pouch. Inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. Allow sufficient time for fluid to traverse down the well tracks before moving the panel. Avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. Inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The bd phoenix nmic-311 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k123404, k020322, k132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932

Event description:
It was reported that while using panel phoenix nmic-311, no mic results were obtained by the laboratory personnel. There was no report of patient impact. Customer problem: customer reports invalid ast panels and errors for panels